Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had discomfort due to the ipg was located higher. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post operatively.